Manufacturer narrative:
Device evaluation: the product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to unintended physical activity by the patient which might have caused the plates to migrate. DHR review: DHR was unable to be reviewed as the lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient is still experiencing pain arm and shoulder pain after two mobi-c devices were installed, and one of the devices has migrated. No further information is available.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient is still experiencing pain arm and shoulder pain after two mobi-c devices were installed, and one of the devices has migrated. No further information is available.